Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced bradycardia, cardiac decompensation, liver and kidney failure, then subsequently died. After a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave catheter the patient became bradycardic and decompensated in the post anesthesia care unit (pacu). The patient was admitted to the hospital beyond the standard of care due to the complications. The patient's condition continued to worsen with liver and kidney failure, and the patient died two or three days after the procedure. The official cause of death was listed as liver and kidney failure (end organ failure). It is unknown if any medical intervention was attempted. The device is not expected to be returned for analysis due to disposal.